Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you identify the product code of the silk suture used? Unk. What was the name of the procedure? Unk. What tissue layer was the suture used on? Skin. What is the surgeon¿s opinion as to the contributing factor to the patient symptoms? Suture maybe related to patient pain and skin reddish. What was the indication for suture removal? Took away the suture stitch. What are the patient weight, prior medical history? (B)(6) and male. What is the patient current condition? Stable.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used on the skin. The patient experienced pain and skin reddish three days after the procedure. The surgeon removed the suture and it healed later. The patient is currently stable.